Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A photo of a 4fr s/l groshong catheter was returned for evaluation of this complaint. The catheter was inserted into a patient¿s arm and was secured with a transparent dressing along the catheter shaft and was secured with medical tape/dressing near the luer adaptor. The catheter appeared to contain a split or break in the catheter tubing just distal of the strain relief oversleeve. The resolution of the picture did not allow close examination of the damaged section of the catheter. Microscopic, tensile, and dimensional analysis could not be conducted without the physical sample. Therefore, the exact root cause could not be determined at this time. Based on the description of the reported event and evaluation of the photo, possible contributing factors include tensile (pulling) forces, sharp instrument damage, over-pressurization or material fatigue. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "patient hospitalized for duodenal papillary adenocarcinoma. The tube (model: 7717405) was placed on (B)(6) 2020, and PICC maintenance was performed every friday. When the catheter was maintained on (B)(6) 2020, a leak was found at the end of the catheter during the infusion process, and the agent communicated with the agent. Based on the principle of economy, the catheterization nurse performed trimming and is currently continuing to use it."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3596 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx3596) have been reported from the same facility in china.

Event description:
It was reported, "patient hospitalized for duodenal papillary adenocarcinoma. The tube (model: 7717405) was placed on (B)(6) 2020, and PICC maintenance was performed every friday. When the catheter was maintained on (B)(6) 2020, a leak was found at the end of the catheter during the infusion process, and the agent communicated with the agent. Based on the principle of economy, the catheterization nurse performed trimming and is currently continuing to use it."